Manufacturer narrative:
Device evaluation summary: the reported channel two was reading low during patient testing was verified during service. Medtronic service observed the instrument to be clean and free of debris. Discussed with customer about issues experienced with abnormal controls. Medtronic service inspected the instrument and identified the liftwire height was in spec but was at the high end. The issue was resolved by re-calibrating the liftwire height. Medtronic service also lubricated the nylon roller on the cam-follower as it seemed stiff. Verified all other instrument alignments to be accurate. Conclusion: complaint is confirmed for the act plus instruments reported channel two reading low. The issue was verified during service when the technician observed the instrument to be clean and free of debris and identified the liftwire height was in specification but at the high end. The issue was resolved by re-calibrating the liftwire height and lubricating the nylon roller on cam-follower as it seemed stiff. Preventive maintenance/testing was performed per specifications. No patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use this act plus instrument's channel two was reading low during patient testing and this was confirmed with quality controls. The customer has cleaned the instrument and ensured the dispensing technique is correct. The instrument was replaced with a backup and there was no adverse patient effect.